Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead presented to the ER with a syncope. Review of the stored electrograms noted ventricular oversensing that resulted in an inhibition of brady pacing. The patient reports using a mobile outpatient cardiac telemetry device around the same time that the inhibition of pacing occurred.